Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was noted that the cable insulation was damaged (it was cut) and that the label was delaminated. The head needed its cable and label replaced. It was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.